Event description:
It was reported that a patient presented in-clinic for a left ventricular (lv) lead explant procedure. Prior examination of the lv lead revealed loss of capture on the lv lead, which further revealed lv lead dislodgement. The lv lead dislodgement was also confirmed with x-ray imaging. The lv lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout.